Event description:
It was reported that"8 jan 2024, the doctor found extension line/luer hub separation during use on the patient. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that"(B)(6)2024, the doctor found extension line/luer hub separation during use on the patient. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4) the sample was returned for evaluation. The report of an extension line/luer hub separation was confirmed through complaint investigation. The customer provided one image of the extension line separation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was observed that portions of the molding were still visible inside the luer hub. The extension line appeared rough and jagged at the point of separation. Dimensional analysis revealed that the distal extension line outer diameter and inner diameter were within the specification limits per the product drawing. The outer diameter measured 2.13mm, which is within the specifications of 2.13-2.21mm and the inner diameter measured 1.4732mm, which is within the specifications of 1.40-1.48mm. A CAPA has previously been initiated due to address issues of this nature and indicates that the root cause is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.